Manufacturer narrative:
(B)(4). D4: UDI # (B)(4). Complaint confirmed. Verified item lot combination and reviewed manufacturing date as tasp lot exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces returned. Medical records were not provided. The device history records were reviewed for deviations and / or anomalies with no deviations / anomalies identified. The root cause of the reported event can be attributed to a previously addressed design issue. This issue has been farther investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured instrument was received via the worn instrument return program. There was no known patient involvement. Attempts have been made and no further information has been provided.